Event description:
It was reported for no reason the programmer shuts off. The screen goes blank in the middle of a check. It was also reported this is very random and not all the time. The issue started happening after the last sdn (software distribution network) update. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer intermittently will not power up all the way, or shuts down after powered up. It was noted the programmer has a burnt smell. The hard drive was replaced. Further observations noted corrosion on the power supply. Analysis also found the printer drawer is broken, the stylus is missing, a media bay door is broken, and the analyzer door is missing. (B)(4).